Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the h4 (device mfg) date. Updated field- h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign material in the air/water channel and debris inside the lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had debris inside the lens and white residue inside the channel. There was no patient involvement.